Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of the watchman access system (was) along with the watchman delivery system (wds). The was and wds were separated as received, and blood was on the device. The valve was partially closed as received. The hub, shaft, and tip were examined. The shaft was kinked 3.2cm from the strain relief, 21.9cm from the tip, and 29.8cm from the tip. The tip was damaged with inner liner delamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was performed by inserting the wds through the returned was. The wds could not advance through the was due to the shaft damage and kinks on both devices. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14 dec 2016: it was reported resistance occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was properly flushed and positioned in the laa with the valve well opened. The 33mm watchman® laa closure device & delivery system (wds) was prepared and inserted into the was. After crossing 1/3 of the was, the physician felt strong resistance while advancing the wds. The physician decided to remove both the wds and was from the patient. A new wds and was were used to successfully complete the procedure. There were no patient complications. However, device analysis revealed that the tip was damaged with inner liner delamination.